Event description:
It was reported that during a lap appendectomy when the surgeon went to fire it locked out but when the rep talked to the tech, they believe it was a user error based on how the surgeon pressed the trigger. They released the jaws and got another stapler to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2024. D4: batch # 297c21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10. In addition, a tyvek was received along with the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 297c21, and no non-conformances related to the reported complaint condition were identified.